Event description:
A problem with cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from cts to perform a pump reset, and after completion, the error code did not reappear. Cts advised waiting 20 minutes before starting a sensor session, which the caller understood and acknowledged.